Event description:
It was reported that a patient had a spinal cord stimulator (scs) and "it was not working on the left side and in the center of his body". It was stated that the patient had a CT scan "about 3-4 weeks ago" and it showed that the "wiring was not in the correct place" and the implantable neurostimulator (ins) had moved. It was noted that the patient "did not get a confirmation of this from his doctor". It was noted that the patient had pain in the left side and center of his body. It was stated that the pain started 3-4 weeks ago and that's why he had a CT scan done. It was stated that the stimulation was not working to help with his pain and the patient had told his doctor about it twice. It was noted that the doctor never did reprogramming, it was always the company representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).